Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.2, hardware: iphone17.1, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device longer than 48 hours. Patient reported the infusion site was very red, swollen and leaking insulin. The patient sought medical attention and had the site lanced and received antibiotics. The pod was discarded by the patient and therefore is not available to be returned for investigation.